Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast-fix 360 did not deploy. The procedure was completed using a s+n back up device. It is unknown if there was a surgical delay. No further complications were reported.